Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "(B)(6) 2022." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving unspecified low readings and experienced not feeling well. The customer was unable to self treat and was taken to the hospital. The customer was treated with an unspecified injection by a healthcare professional to reduce level sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the strips. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips. No trends were identified that would indicate any product related issues. The dhrs for the optium xceed meter was reviewed. The dhrs showed the optium xceed meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving unspecified low readings and experienced not feeling well. The customer was unable to self treat and was taken to the hospital. The customer was treated with an unspecified injection by a healthcare professional to reduce level sugar. There was no report of death or permanent injury associated with this event.